Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. During service, the device had damaged bearings and failed the cutter insertion test. If additional information become available, a supplemental report will be sent.

Event description:
Report received from USA stating that the cutter could not be inserted into the device. The device was being used during surgery. No patient or user injury was reported, but it is unknown if any medical intervention or deal in surgery occurred. There is no additional information provided.